Manufacturer narrative:
To date, the device involved in the reported incident has not been rec'd for eval. An investigation has been initiated based upon the reported info.

Event description:
The reporter stated that a revision spinal surgery procedure was done to remove spinal implants. Two screws at the l2 vertebral level had torn collets which resulted in the tulip separating from the screw shaft. And two screws at vertebral level s1 had sheared off halfway down the screw shaft, leaving a screw fragment in the vertebral body. The surgeon replaced the s1 screws while leaving the screw shaft fragments in the vertebral body. At l5-s1 infuse bone graft was packed into the decorticated lateral gutters. The surgeon replaced the hardware that was removed. The surgeon reported that the initial surgery was about a year ago. There was a pseudarthrosis at l5-s1, which resulted in the instability of the construct. In the first surgery, an interbody fusion at l4-l5, but not l5-s1 was done. The surgeon was fairly certain that the pt was non-complaint. The pt did not follow post-operative instructions to restrict bending and other motions that would result in a pseudarthrosis. Also, the pt is a smoker which contributed to the condition.